Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery was on (B)(6) 2014. The patient fell seven weeks after the original surgery and a revision surgery was performed to fix a spiral fracture down the femoral shaft and replace the bipolar hip replacement. The original k1 femoral stem was revised to a k2 femoral stem and neck and the bipolar head and cocr femoral head were replaced.